Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for glass tube breakage (photo indicated breakage within centrifuge) with the incident lot was observed. The customer samples were inspected and there were no defects observed in the glass which could potentially relate to an issue with the glass breaking. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, all tubes met release specification as no defects in the glass were observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for glass tube breakage with the incident lot was observed. Evaluation of the customer and retain samples was conducted and no defects were observed. Root cause description: based on the investigation, a root cause could not be determined. However, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd vacutainer® glass cpt molecular diagnostics tube shattered during centrifuge leaving the quantity of cells insufficient to provide results. There was no report of injury or medical intervention.